Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings: the returned battery caps contact height and width was found to be in specifications.the pump cover was removed; no damage to the power circuit or evidence of internal moisture was found. Unable to duplicate intermittent power compliant during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, a territory manager contacted animas and informed customer support that he spoke with the patent's mother and she reported that the patient's pump was losing power consistently. No additional information regarding the alleged issue was provided. It is not known which animas pump the patient was using. The territory manager stated that patient's mother did not have the pump available for review at the time and said she would call back when she picked up the patient from school. Animas customer support made several attempts to reach the reporter to obtain additional information and review/troubleshoot the product; however, were unsuccessful in their follow-up attempts. This complaint is being reported because the alleged power issue remained unresolved.